Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received 2 occlusion alarms. The customer's blood glucose level was approximately 200 mg/dl. The customer disconnected from the pump and was using insulin injections to manage diabetes. A cause of the first occlusion could not be determined. A system check was performed using the current supplies on the pump. The pump and infusion set tubing were found to be operating as expected. Reportedly, the customer had been using humalog in the cartridge for 4-5 days. Tandem technical support informed the customer that the length of time humalog was used in the cartridge was off-label use.